Manufacturer narrative:
Returned for evaluation was one pmta accu2i standard applicator. A visual examination of the device noted that the tip of the applicator was broken off. The fractured off portion was not received for evaluation. The site of the break appears clean and occurs where the tip meets the shaft of the device. Functional testing could not be conducted due to the condition of the returned sample. The customer's reported complaint description of the tip fracture is confirmed. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. In the evaluation of the returned device, the tip appears to have detached as a whole, without any fracture of the ceramic parts. This suggests that force on the probe caused the semi-rigid tip to bend at the junction between tip and shaft. The most likely root cause to this complaint is due the patient circumstances. As stated in the description "the patient's plura was very tough/hard". The IFU states; "avoid placing lateral forces on the applicator tip during placement or removal and lateral forces on the applicator tip should be avoided both during insertion and removal. Failure to do so could result in damage to the microwave array, failure of the applicator and injury to the patient." A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).

Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. (B)(4).

Event description:
As reported (B)(6) 2016, a male patient of unknown age presented for a microwave procedure of the lung. At the close of the procedure, the treating physician noted the tip of the applicator had fractured off inside of the patient. It was reported the patient's pleura was hard/tough. The physician attempted to retrieve the fractured off piece but was unsuccessful. It was reported the patient suffered no permanent harm or injury due to the event. It was reported the disposable device is available for return to the manufacturer for evaluation.